Event description:
Multiple cautery machines (x2) failed to recognize the ligasure devices (x2) as new vendor product. An alert appeared on the screen of the cauteries stating that the product was not registered as a factory original product.